Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of pinholes in the catheter was confirmed, and the damage appears to have occurred through use of the device. The external segment of a hickman d/l catheter was returned for investigation. The d/l tubing extended 1.2cm from the distal end of the bifurcation. The distal segment of the catheter was not returned for investigation. The printing on the clamping sleeve was completely worn near the crimp collar. The printing in the ¿clamp here¿ region was partially worn. Holes were observed in each clamping oversleeve near the distal end of the crimp collar. Six holes were identified near the red crimp collar 1 to 3 mm from the distal end of the crimp collar. Two holes were observed approximately 4mm from the distal end of the white crimp collar. A tactual investigation revealed elastic weakness in the tubing just distal to the crimp collar. Stretching the tubing at the distal end of the crimp collar exposed the luer adaptor stem through the holes in the tubing. Some of the holes coincided with the distal rounded edge of the luer adaptor stem. The luer adaptor stem showed no sharp edges or damage. Wear in the circumferential direction was located within the inner layer of tubing that coincided with the distal tip of the luer adaptor stem. It appears that the inner layer of tubing wore against the luer adaptor stem. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The catheter should never be clamped over the reinforced segment directly adjacent to the connector. No damage or defects related to the manufacturing process were noted on the returned sample. The damage appears to be associated with use of the device.

Event description:
It was reported by the rn, that pin point holes were visible on both red and white lumens. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huas0717 showed one other similar product complaints from this lot number.

Event description:
It was reported by the rn, that pin point holes were visible on both red and white lumens. No patient injury was reported.